Manufacturer narrative:
Date of event - used aware date since unknown. Implant date - used six years prior to aware date as an estimate since unknown.

Event description:
It was reported the closure device did not seal. A left atrial appendage (laa) closure procedure was performed and a 33 mm watchman laa closure device was implanted. Six years post procedure, the patient presented for treatment of persistent atrial fibrillation with radiofrequency (rf) ablation. During the ablation, intracardiac echocardiography (ice) showed an uncovered posterior lobe which was too large for closure with rf ablation. A non-boston scientific (bsc) closure device was selected to close the posterior lobe. The procedure was performed and the non-bsc closure device was implanted.

Manufacturer narrative:
B3: date of event - used aware date since unknown. B5:describe event or problem: updated. D6a: implant date - used six years prior to aware date as an estimate since unknown. H6: impact codes: updated.

Event description:
It was reported the closure device did not seal. A left atrial appendage (laa) closure procedure was performed and a 33mm watchman laa closure device was implanted. Six years post procedure, the patient presented for treatment of persistent atrial fibrillation with radiofrequency (rf) ablation. During the ablation, intracardiac echocardiography (ice) showed an uncovered posterior lobe which was too large for closure with rf ablation. A non-boston scientific (bsc) closure device was selected to close the posterior lobe. The procedure was performed and the non-bsc closure device was implanted. It was further reported that six years post implant, preprocedural af ablation imaging showed a watchman leak of 12 mm with an uncovered posterior lobe, as the watchman was only covering only the anterior lobe of the appendage. The leak was closed with 20 mm non-boston scientific (bsc) laa closure device delivered through a non-bsc steerable sheath abutting the existing watchman device. The steerability of the non-bsc sheath allowed for optimal placement of the non-bsc to allow for complete closure. The patient was discharged home on six weeks of dual antiplatelet therapy.